Event description:
Deleting hyperglycemia with insulin drip treatment from h6 as user did not have a high bg. Adding hypoglycemia with glucose/carbohydrate treatment as the low as treated with intravenous dextrose 50 fluid. Updated summary: customer reported having sensor updating and change sensor alerts. Customer could not test the transmitter. Customer also reported that he was asleep when his mother got an alert that he had a low and she called 911 on (B)(6) 2024 for a low blood glucose of 30mg/dl. They treated him with intravenous dextrose 50. Customer troubleshooted for the sensor issue but declined troubleshooting for the low. Per carelink, pump was used at the time of the low and smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a change sensor alert and sensor updating alert and experienced low blood glucose alert. The customer reported blood glucose value of 30 mg/dl. The customer reported hypoglycemia, hyperglycemia treated with ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1884, mmt-397a, mmt-332a, mmt-7040a. Customer did not feel ok to troubleshoot. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.